Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence with multiple new cartridges. Additionally, multiple cartridge alarms (alarm 01) occurred. Customer's blood glucose level was 396 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change errors were verified. No failure related to the reported alarm 1 was identified.